Manufacturer narrative:
Exact date unknown, event occurred few months ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI. Upn: m365sc8416500. Model: sc-8416-50. Serial: (B)(4). Batch: 7013590.

Event description:
It was reported that the patient was experiencing pocket pain and was not getting pain relief despite of multiple reprogramming done. All device components were explanted and were not returned.